Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for low blood glucose levels, with a reading of 19 mg/dl. Prior to the event, the customer's sensor glucose reading was 98 mg/dl, so she suspended the insulin pump delivery and went to sleep. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was uploaded, and found that the customer had delivered two boluses prior to the event, using the bolus wizard. When programming the boluses, the customer did not enter the blood glucose reading or the carbohydrate amount. The bolus wizard suggested no insulin to be delivered, but the customer overrode the suggestion and delivered over seven units of insulin. The customer understood what she did wrong. Nothing further was reported.